Event description:
The patient reported he rec'd an occlusion alarm on his insulin infusion device in the middle of a bolus. To troubleshoot, the pt was instructed to disconnect from his infusion set tubing and perform a 6 unit bolus of insulin which went through without error. The pt stated he changed his infusion headset this morning. He was instructed to remove the headset and inspect it for kinks. He stated the cannula was crooked. The pt was educated on site rotation and management. The pt inserted a new headset and bolused with no occlusion. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.